Manufacturer narrative:
Conocmitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The patient reported that she had a medical history of having fallen off a building in the 70s and had spinal issues and 2 migraines a day. The device was no longer helping the pain anymore. There was also tingling in the legs when stimulation was increased. The locations of the symptoms were noted to be in the cervical spine and legs. It was noted that the change in therapy/symptoms was considered sudden, which occurred in 2014. The patient needed an MRI before she could have an injection series started on her cervical spine. The patient's relevant medical history includes spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.